Event description:
It was reported that prior to the implant procedure of a transcatheter aortic valve in the patient's native annulus, the patient required cardiopulmonary resuscitation (CPR) for an unspecified reason. The physician decided to not perform a pre-implant balloon aortic valvuloplasty (bav) as there was concern that the patient would not tolerate rapid pacing due to the CPR. During deployment and prior to releasing the second outflow tab, the delivery catheter system (dcs) was suspected to have been pulled back. Following the implant of the valve and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the medtronic guidewire. However, valve dislodgement due to dcs interaction was observed, and the valve dislodged slightly into the sinuses. Per the physician, the cause of the dislodge was due to the valve being constrained, and the dcs possibly being pulled back before releasing the second tab. Subsequently, a second transcatheter valve was implanted. On the same day as the implant procedure, the patient died. The cause of death was due to a guidewire perforation. Per the physician, the implant procedure contributed to the death. Additionally, the patient's calcified anatomy and pre-case planning factors were noted to be contributing factors to the event. It was noted that a 10 minute procedural delay occurred. Additional information was received that the transfemoral approach was performed for access, and the cuspal overlap technique was used. CPR was performed because the patient's blood pressure dropped while being given anesthesia. It was noted that the guidewire was possibly repositioned after the patient's blood pressure dropped as the anesthesiologist notified the team that the patient had a suicide ventricle. The guidewire was inspected prior to use for any bends, kink, coil separations, or other damages, and the tip of the guidewire was not manipulated prior to use. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle, and placed in the apex of the apex of the left ventricle using a pigtail catheter. The guidewire position was monitored throughout the procedure to ensure the guidewire transition point was above the apex and pointing away from the ventricle wall. The guidewire was not torqued or twisted, and the guidewire position was not monitored using 2 projections. It was unknown whether the guidewire was manipulated without fluoroscopic inspection or if any resistance was felt. There was no forward movement of the guidewire while the valve was being released. It was clarified that the dislodge initially occurred while the valve was still attached to the dcs. Per the physician, the decision to not pre-dilate caused the first valve to be constrained and not fully expanded. When advancing the second valve through the first valve, the first valve kept getting pushed down as it was not snared. The patient's death occurred intra-operatively. Per the physician, the cause or the location of the perforation was unknown, but the disl odge/movement of the first valve may have possibly caused the perforation, and the dcs did not cause the perforation. It was noted that the suicide ventricle and age of the patient contributed to the perforation. Per the physician, the first valve and guidewire cannot be excluded as a contributing cause to the death; however, the second valve and dcs can be excluded as contributing cause. Additionally, the patient's underlying medical history of being very unstable and needing 7 minutes of CPR before the procedure caused or contributed to the death. Following the implant procedure, the incorrect valve serial number was provided on the patient's registration card. Additional information was received that the guidewire was not inserted when the suicide ventricle and drop in blood pressure occurred. Additionally, chest compressions and pericardiocentesis were performed to address the perforation. Per the physician, the second dcs did not cause or contribute to the perforation or death.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter aortic valve in the patient's native annulus, the patient required cardiopulmonary resuscitation (CPR) for an unspecified reason. The physician decided to not perform a pre-implant balloon aortic valvuloplasty (bav) as there was concern that the patient would not tolerate rapid pacing due to the CPR. During deployment and prior to releasing the second outflow tab, the delivery catheter system (dcs) was suspected to have been pulled back. Following the implant of the valve and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the medtronic guidewire. However, valve dislodgement due to dcs interaction was observed, and the valve dislodged slightly into the sinuses. Per the physician, the cause of the dislodge was due to the valve being constrained, and the dcs possibly being pulled back before releasing the second tab. Subsequently, a second transcatheter valve was implanted. On the same day as the implant procedure, the patient died. The cause of death was due to a guidewire perforation. Per the physician, the implant procedure contributed to the death. Additionally, the patient's calcified anatomy and pre-case planning factors were noted to be contributing factors to the event. It was noted that a 10 minute procedural delay occurred. Additional information was received that the transfemoral approach was performed for access, and the cuspal overlap technique was used. CPR was performed because the patient's blood pressure dropped while being given anesthesia. It was noted that the guidewire was possibly repositioned after the patient's blood pressure dropped as the anesthesiologist notified the team that the patient had a suicide ventricle. The guidewire was inspected prior to use for any bends, kink, coil separations, or other damages, and the tip of the guidewire was not manipulated prior to use. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle and placed in the apex of the apex of the left ventricle using a pigtail catheter. The guidewire position was monitored throughout the procedure to ensure the guidewire transition point was above the apex and pointing away from the ventricle wall. The guidewire was not torqued or twisted, and the guidewire position was not monitored using 2 projections. It was unknown whether the guidewire was manipulated without fluoroscopic inspection or if any resistance was felt. There was no forward movement of the guidewire while the valve was being released. It was clarified that the dislodge initially occurred while the valve was still attached to the dcs. Per the physician, the decision to not pre-dilate caused the first valve to be constrained and not fully expanded. When advancing the second valve through the first valve, the first valve kept getting pushed down as it was not snared. The patient's death occurred intra-operatively. Per the physician, the cause or the location of the perforation was unknown, but the dislodge/movement of the first valve may have possibly caused the perforation, and the dcs did not cause the perforation. It was noted that the suicide ventricle and age of the patient contributed to the perforation. Per the physician, the first valve and guidewire cannot be excluded as a contributing cause to the death; however, the second valve and dcs can be excluded as contributing cause. Additionally, the patient's underlying medical history of being very unstable and needing 7 minutes of CPR before the procedure caused or contributed to the death. Following the implant procedure, the incorrect valve serial number was provided on the patient's registration card.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 01-sep-2027, UDI#: (B)(4); product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 22-jul-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.